Event description:
The caller (customer) alleged a discrepant low inratio inr result in comparison to an alternate point of care (poc) inr result. Additional information was provided by the customer's wife. Results are as follows: date: 03/23/2015, inratio inr: 2.2, poc inr: 3.6. Therapeutic range: 2.5 - 3.5. The customer was hospitalized on (B)(6) 2015 for pneumonia, which is not related to the inratio device, and the poc inr was performed at that time. The time between testing was two (2) hours. The customer was treated with antibiotics while hospitalized. There was no reported changes in medication due to the either the inratio inr or poc inr. The expected discharge date was (B)(6) 2015. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: the customer did not provide a lot number or return any products for investigation. Since the product(s) associated with the complaint was not returned and a lot number was not provided, manufacturing record review could not be performed and further investigation was not possible.